Manufacturer narrative:
Additional information was received that the patient experienced stimulation over the kidneys, not in the lower back where needed. The ipg was explanted due to inadequate stimulation and the inability to connect to the ipg.

Event description:
A report was received that the patient experienced irritation and was unable to turn on their ipg. Troubleshooting was performed by trying to connect to and turn on the ipg, but the problem was not resolved. Malfunction was suspected. The patient underwent an explant procedure wherein all devices were removed.

Manufacturer narrative:
Event date: - (B)(6) 2015.

Event description:
A report was received that the patient experienced irritation and was unable to turn on their ipg. Troubleshooting was performed by trying to connect to and turn on the ipg, but the problem was not resolved. Malfunction was suspected. The patient underwent an explant procedure wherein all devices were removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. Sc-2138-70 (sn (B)(4)) x-ray. Inspection found four cable fractures at the bent/kinked section of the lead body apparent at the clik anchor site. There are no exposed cables. Sc-1110 (sn (B)(4)): the complaint in regard to the charging anomaly was not verified. Upon receiving, the device was completely depleted. The device was charged fully in one charge cycle, and linked to a test remote control. This result attested that the device is capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current leakage were within the expected range. There was no communication issue during the failure analysis and the functional test. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient experienced irritation and was unable to turn on their ipg. Troubleshooting was performed by trying to connect to and turn on the ipg, but the problem was not resolved. Malfunction was suspected. The patient underwent an explant procedure wherein all devices were removed.